Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt as the spinal cord stimulation (scs) leads were broken. Broken lead was not yet confirmed in imaging.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7074508.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 515057, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt as the spinal cord stimulation (scs) leads were broken. Broken lead was not yet confirmed in imaging. No further information could be obtained despite good faith efforts. Additional information has been received that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) was not staying charged.